Event description:
It was reported that there was coring of the rubber stopper of a vial when the vial-mate adapter was activated. The reporter stated that the patient had activated the adapter, and then observed black particulate matter in the vial which was then transferred to the solution bag. The patient stated that the particulate matter was not in the vial or solution bag prior to activating the adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 3/20/15-3/24/15. The evaluation of the returned device is complete. Visual inspection identified dark grey particulate matter inside of the solution bag returned with the device. The particulate matter appeared to be stopper material from coring. The needle of the vial-mate was inspected with no damage noted. The device was then docked to a solution bag, and the instructions on the device's label copy were performed for a functional test; no particulate matter was introduced or created during this test. Particulate matter due to a non-conforming vial-mate was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.